Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's left ventricular lead was exhibiting high capture threshold. X-ray performed during the visit found that dislodgement had occurred. The lead was explanted and replaced. The patient was stable.